Event description:
A customer reported experiencing a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue of cartridge alarms with consecutive cartridges and decided to replace the pump. The original pump was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.